Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that during use with bd phaseal¿ optima injector n40-o leakage occurred at the connection point between injector and syringe. There was no patient impact. The following information was provided by the initial reporter: customer reported have a 5fu with a lock cap leaking a small amount. Could you please advise where the leakage occurred? At the connection point of the locking injector and syringe.

Event description:
It was reported that during use with bd phaseal¿ optima injector n40-o leakage occurred at the connection point between injector and syringe. There was no patient impact. The following information was provided by the initial reporter: customer reported have a 5fu with a lock cap leaking a small amount. Could you please advise where the leakage occurred? At the connection point of the locking injector and syringe.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.